Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 mg/dl. Customer¿s current blood glucose was unknown. Customer stated that the blood glucose level was at thr last week up to 400mg/dl and now the blood glucose level was 200 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The insulin pump will be returned for analysis.